Event description:
It was reported that the pulse generator failed to establish telemetry with the programmer. The device could not be interrogated and the physician was unable to obtain a magnet rate response. The device was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
Final analysis found that the pulse generator could not be interrogated due to a flipped ID bit that caused the device to operate in backup vvi mode.